Manufacturer narrative:
Continued from d10: 5076-45 lead implanted: (B)(6) 2003, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were having problems with the implantable cardioverter defibrillator (ICD). The patient experienced a "feeling in my throat, my heart skips, and heart rate in the hundreds and then the heart rate dropped to 35 beats per minute for five minutes. The patient noted that they were not doing anything but sitting in a recliner. The patient stated it feels really bad, and they had too much fluid in the area. The ICD remains in use. No further patient complications have been reported as a result of this event.